Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime test. The pump had motor error stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor position encoder error alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.